Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-2325bcc-1, swivelock®, batch 15394596, was received for evaluation. Upon visual inspection, it was noted that the device was returned without the anchor or eyelet. Functional testing could not be performed due to the damage to the tip. The most likely cause for the reported failure can be attributed to is misuse due to misaligned insertion and prying/leveraging the device during use. The complaint allegation is confirmed.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported during the labral repair surgery that the tip of the device (ar-2325bcc-1 - lot: 15394596) detached during insertion. The fell apart tip was retrieved from the patient. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.